Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving a vibratory alert. It was noted that the device was in backup vvi mode. A device restoration out of backup vvi was performed successfully . The patient was stable and discharged in safe condition.